Event description:
I was required to have a covid 19 test (not because I was ill, but because I am unvaccinated). I was provided a steripack sterile polyester spun swab 60564revb to take samples from my nasal cavity. Within approximately two minutes of taking the samples, my nasal cavities began to burn. Within approximately four minutes, my lips and tongue had a tingling sensation and my throat had started to feel like it was being covered in mucus. My voice became altered due to swelling. I went back to the testing site, advised I was having a reaction, and retrieved one of the test swabs so I would know what caused the reaction. I then started having issues with my asthma and developed hives on my throat, face and lips. Today, after treatment, I am still experiencing some swelling in my face and excessive pressure in my eyes. I am having mild asthma symptoms. FDA safety report ID # (B)(4).